Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a sensor cannula break after insertion. The customer's blood glucose was 110 mg/dl at the time of the incident. It was reported that the customer's transmitter did not blink and when the sensor was removed, the electrode was missing. There was no indication on whether the cannula was left in the customer's body or have detached. There was also no indication of whether or not the product will be returned for analysis.